Manufacturer narrative:
An event regarding a revision involving a shapematch cutting guide was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of the device history records indicated the devices were manufactured and accepted into final stock with no reported discrepancies. A search of the complaint databases indicates that similar events have occurred for the us shapematch cutting guides. Conclusions: a medical consultant has indicated that "no preoperative or postoperative radiographs are available for review. The shapematch blocks were not available to review for manufacturing specifications." Voluntary recall ra 2012-171 was initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. As a result of an internal nonconformance the following root causes were identified: inadequate design controls; inadequate user training; insufficient quality control measures.

Event description:
It was reported that the patients knee locked up and swelled. Patient was in pain and her knee progressively got worse. Surgeon decided to revise.

Event description:
It was reported that the patients knee locked up and swelled. Patient was in pain and her knee progressively got worse. Surgeon decided to revise.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.